Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that two pins on the charger board had no output voltage. The charger board was then replaced by the medtronic representative. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the charger board 1 for the imaging system was not operating as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The battery charger for the imaging system was returned to the manufacturer for analysis. Analysis found that the charger was physically damaged due to electrical overstress. Analysis found that the reported event was related to an electrical issue.